Event description:
It was reported that, during a total hip arthroplasty using a r3 3 hole acet shell mm48 the liner fell off and dislodged. The procedure was completed with a 50 mm acetabular cup back up device; it is unknown if there was any surgical delay. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device shows signs of attempted use. The dimensional evaluation was completed on the returned r3 acetabular shell device for all features associated with poly liner engagement. No deviations were noted during evaluation. The failure mode cannot be confirmed via dimensional evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.